Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. The device was disposed after the surgery. Therefore no laboratory investigation could be performed by the manufacturer. But maquet cardiopulmonary is aware of a similar complaint((B)(4)) which was investigated as follows: the oxygenator was received and firstly cleaned and disinfected in the laboratory of the manufacturer. A tightness test was performed hereby a leakage at the dialysis lock valve was confirmed. Thus the reported failure could be confirmed. The most probable cause of the failure is unknown. Mcp will decide about further action steps in regards of the reoccurrence of the failure after closure of (B)(4). The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: while using the oxygenator on the patient, blood leak from the dialysis lock valve was noted. The customer stayed on the same device as it was a slight leakage. The surgery was finished without any problem. The device was disposed after the surgery. -no adverse effect on the patient. (B)(4).